Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally changed the carbohydrate feature to off. The customer's blood glucose level was 197 mg/dl. Customer corrected the setting to address the issue.